Event description:
International affiliate reports that during insertion of the two mis cortical fixation fenestrated polyaxial screws, the heads of the screws became detached from the screw shanks. The procedure was carried out by replacing the two screws intra-operatively. The resulting delay was about five minutes with no adverse consequences to the patient. The following mfg. Medwatch reports are being filed for the two screws involved in the event: 1526439-2014-12156; 1526439-2014-12157.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned screw revealed that the head had become dislodged from the screw shank. It was also noted that the flex ball was still enclosed within the tulip head but had 2 blades/fins broken off. The screw shank showed damage that is consistent with shank removal by means of removal tool. A review of the device history record identified no issues during the manufacturing and release of the product that could have contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis was conducted on the 8mm diameter family and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined from the provided details or returned sample. However, the noted damage is consistent with screws that may have been subjected to a higher than anticipated axial force resulting in head dislodgement and head functionality issues. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.